Event description:
Battery failed preventative maintenance testing. No reports of patient/user harm/injury. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer did not provide any further details regarding the event. No parts were returned for failure investigation. N the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.